Event description:
Patient with past history of cad, coronary artery disease and ischemic cardiomyopathy, presented to the facility with acute myocardial infarction. Cardiac catheterization revealed severe 3 vessel disease with inclusion of severe left main coronary disease and left ventricular dysfuction. The patient had implantation of left ventricular assist device a few days later. Less than a week later, the lvad, left ventricular assist device, alarmed suddenly, the patient became unresponsive within seconds and resuscitation efforts were initiated, but were unsuccessful. Follow up reveals: the alarm that failed is unknown at this time and is being evaluated. It is the belief of the surgeon that the device had an accute malfunction.